Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-05820. The pt had two leads (from the same lot). It was reported the pt was no longer receiving adequate coverage. Reprogramming attempts were unsuccessful. X-rays were taken and revealed lead migration. Allegedly, one of the leads was also fractured. On (B)(6) 2012, both of the pt's leads were repositioned. Adequate coverage was obtained post-op. It was also reported the pt went to the emergency room and was diagnosed with an infection at the ipg site. As a result, the pt's scs system was explanted. The explant date is unk at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.